Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with over 300 units of insulin. Tandem technical support educated the customer on pump labeling instructions. The customer was able to load a new cartridge successfully and receive an accurate fill estimate. There was no impact to the customer's blood glucose level.